Manufacturer narrative:
Analysis of the lead 3389s-40, stimloc dbs, lot # va1cqxq found that the distal end of the lead electrode was bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_stylet_acc, serial# unknown, product type: accessory. Product ID: mi-2000, lot# 082618116, product type: accessory. Additional review indicates the information previously reported under manufacturer¿s report # 2649622-2017-00027 pertains to this manufacturer's report #. Any additional information related to the bent lead will be reported in this report. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for a parkinsonian tremor and movement disorders. The rep reported that the hcp stared at 6 above target and had trouble moving down to target as the hcp turned the wheel, it felt like it was slipping. The rep reported that there we no known factors that could have caused this problem. The rep reported that no trouble shooting was performed and a new drive was opened. The rep reported that the lead was placed in the nexframe measuring tool. The rep reported that the pa might have pushed down on the lead while measuring which may have caused the distal tip of the lead to get bent slightly. The rep reported that a new lead was put up to replace the bent lead.